Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, post procedure, the first pre-placed suture broke as it was pulled too hard. Per the instructions for use suture breakage. To prevent suture breakage, always pull on the suture limbs with slow consistent increasing tension. Avoid quick or jerky type movements with the suture limbs. The reported difficulty appears to be related to the user error. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.

Event description:
It was reported that suture placement in the right common femoral vein was performed with two prostyle devices using the pre-close technique prior to a pulmonary vein isolation (pvi) procedure. The sheath was upsized to greater than 8.5f and the pvi procedure was completed. Reportedly, post procedure, the first pre-placed suture broke as it was pulled too hard. The second pre-placed suture was successfully advanced to the vessel wall and tightened but the single suture was unable to achieve complete hemostasis in the large hole closure. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.